Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a patient became unresponsive, started foaming at the mouth, and develop a seizure episode during their hemodialysis (hd) treatment on (B)(6) 2018. Per the facility nurse manager the incident occurred approximately three hours into patient hemodialysis (hd) treatment. The nurse manager stated that the patient has a history of seizures, and that the patient was then hospitalized for the aforementioned events. Per facility nurse manager, the patient has returned to hd therapy without any further issues. The machine was evaluated by the biomedical technician at the customer location, who stated that no issues or errors were found. The machine passed all test without further issues. Additional information regarding patient hospitalization, demographics and treatment record was requested; however, not provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: there is a temporal relationship between the patient event of loss of consciousness, foaming at the mouth and seizure with subsequent hospitalization and hemodialysis treatment on the 2008t machine. There is no documentation to show a causal relationship between the adverse event and the 2008t machine. Additionally, there is no reported allegation against the machine for this event or any reported issues leading up to the event. The patient has a documented history of seizures and was most likely the cause of the adverse event.